Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 228mg/dl. Troubleshoot was conducted, and after conducting a rewind, the customer received no delivery alarm. The customer's alarm history was not able to be accessed due to constant rewind. The customer was advised that the device would have to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test or verify no delivery alarms due to motor error alarm. The insulin pump received was with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.